Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent normal minimally invasive op technil. Intra operatively, the rod inserter broke. No fragment of the defective instrument remained in the patient. No patient symptoms or complications were reported as a result of this event. There was a delay in procedure time as a result of alleged event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a delay of more than 60 minutes as a result of this event as this op then a larger cut had to be made to find the broken part of rod inserter.